Event description:
Event description guidant received information that a competitors ventricular lead had high pacing thresholds. During the revision procedure, this lead and the competitors atrial lead were explanted and replaced. The physician noted that there was blood in the header and that it was loose. The newly implanted leads had fluctuations in the pacing thresholds and impedance measurements. The device was explanted, replaced, and returned for analysis.